Manufacturer narrative:
The customer called the french response ctr and reported that the m1046b cms mainframe did not provide an alarm when a pts' spo2 level dropped to 50%. The biomedical engineer tested the bedside monitor post incident and found it performing to specifications. The bedside monitor and central station were tested post incident by the philips field service engineer (fse), and were found to be operating to specifications. Alarms functioned as expected. It was reported that the spo2 module in use at the time of the incident could not be identified. While on-site (20 jul 09), the fse retrieved central station log file data, which was then forwarded to (B) (4) for review. No relevant data was found, as the data from the incident timeframe had been overwritten. In the course of this investigation, the (B) (4) response ctr engineer learned that supplemental oxygen was provided to the pt to restore normal o2 saturation level. Note that per the customer there was no pt injury. The reported issue of no alarms for an spo2 desat event is consistent with either the spo2 alarms being turned off during the incident timeframe, or alarms having been suspended prior to the reported desat event. No desat alarm would be provided during an alarm suspend period. Based on the review of available data, and the results of device testing performed by both the hosp biomedical engineer and the fse, it is being considered that the device is operating properly and that there was no device malfunction. No further investigation or action is warranted. (B) (4).

Event description:
The customer reported that the m1046b cms mainframe did not provide an alarm when a pts' spo2 level dropped to 50%.